Manufacturer narrative:
Other text: h6 evaluation codes updated device evaluation: customer reported the device was discarded. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The reported lot number was not able to be verified in our systems. A device history report (DHR) review could not be performed., corrected data: h6 - health effects codes.

Manufacturer narrative:
Reported lot could not be confirmed. D4 expiration date, h4 manufacture date unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the suction type tracheotomy tube and accessory bag were damaged and could not be used. The device was replaced with a new one and was connected to the ventilator. Device was operating normally afterwards. No patient harm reported.